Event description:
The reporter stated that there was air entrapment in the dye line during procedure set-up. The manifold was discarded prior to pt use, so there was no pt injury or treatment associated with this event.

Manufacturer narrative:
One sample was received with no physical damage or mfg issue found in the wall section separating the air vent and fluid pathway that would have contributed to air entrapment. The fluid pathway and air vent were clear during testing with no blockage found. With the tubing clamped off and the fluid path filled with water, air was applied to the air vent to check for air entering the water column. No air entered the water column during testing. The device history was reviewed with no issues noted. Smiths was unable to confirm the issue. A possible cause would be incorrect priming. Inserting the spike horizontally can allow air from the vent to be pulled into the fluid line during priming. Priming instructions state that the spike must be in a vertical position. No additional action is necessary at this time. Smiths considers this MDR closed with this report.